Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient was diagnosed with multiple sclerosis, and her health care provider suggested for her to have her system removed so that she can have full body mris. She was having difficulty turning her device on, and that she has to ¿wiggle it¿ and ¿move it.¿ she noticed that it seems like there is a little bit more movement there now starting in (B)(6) 2017. The patient didn't seem concerned about that as she has decided that she needs to have it removed per her physician¿s recommendation. There were no patient symptoms or complications reported.